Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard have a faulty package seal. The following information was provided by the initial reporter: our customer received a batch of 24g IV cannulas have a fault at the sealing of the packaging which risks infection control of the product. Before use: 12 pouches.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged packing seal was confirmed, and the cause appeared to be related to our packaging process. One photograph was provided for investigation. The photo showed three bottom webs, one top web, and one 24g insyte autoguard device in the bottom web. The adhesive transfer on the packaging seal area exhibited variation and was incomplete in some areas. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.